Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the service department of olympus europe se & co. Kg (oekg) and a thing that it have been passed more than 6 years since the subject device was manufactured and delivered, omsc presumed there was the possibility this phenomenon was attributed to the wear failure of the printed circuit boards such as the ar board, dr board and cr board or dp board. Furthermore since it was confirmed that the wear of the video connector socket of the subject device, it might have occurred temporarily unstable connection. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to the service department of oekg but has not been returned to omsc. The service department of oekg checked the subject device for evaluation. It was found the printed circuit board failure which caused the image not to be displayed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at the service department of olympus europe se & co. Kg (oekg), that the image of the subject device was not displayed. The subject device had been returned from the user because the subject device was not worked with the evis 180 series videoscope. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.